Event description:
A nph low flow valve unit with reservoir was involved in an incident and was described as follows; the proximal pear of the nph low flow valve unit with reservoir was found to be broken. The problem was found when the package was opened. The product had not been implanted. Add'l info received on 11/12/2010 indicated that the surgery was delayed for 30 minutes.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.